Event description:
Patient arrived for office visit on (B)(6) 2022 with significant damage to the silicone covering of the driveline which was repaired with rescue tape. The vad modular cable is also in disrepair and the silicone appears to be fragile with an area that is no longer able to be straightened. Vad modular cable changed. There was also significant damage to the black power lead of the controller with exposed wiring. Vad controller replaced.